Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of going to the emergency room for high blood glucose of 600mg/dl. The customer ran out of insulin and went to the hospital to get insulin. Customer declined high blood glucose troubleshooting.